Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the caller was reporting poor communication. Patient used an antenna. It was confirmed that the antenna was secure and synced with ins. This did not resolve the poor communications. The patient programmer (pp) was placed directly over ins and synced with ins. The reported poor communication was not resolved. Patient reported seeing a poor communication screen which started today. Patient was advised to try with antenna and without and it still showed poor communication. Patient said that on monday (B)(6) 2018, patient stopped getting symptom relief which was why he was trying to use programmer. Patient reported no falls or trauma. The patient was redirected to follow up with hcp to discuss if the issues could be due to the ins being depleted, judging by its age and patient was advised following up with hcp for further investigation. Symptoms reported were loss of therapy. No further symptoms or complications reported.